Event description:
Information received indicates the brake caster will not always hold when the brake is set.

Manufacturer narrative:
The technician replaced the brake block assembly to repair the bed.